Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration and qc were acceptable. The investigation determined that the cause of the event was due to a sample-specific discrepancy. Product labeling states: "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii assay." For repeatedly reactive samples, product labeling states: "presumptive evidence of hbv. Repeatedly reactive samples must be confirmed using a neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto reactive confirm)." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The elecsys hbsagii performs within specification. No product problem was identified.

Event description:
There was an allegation of questionable reactive elecsys hbsag ii results for 1 patient on a cobas e 801 analytical unit compared to a competitor analyzer. On (B)(6) 2026, the first sample had an initial result of 10.7 coi, interpreted as reactive. The sample was tested on an abbott analyzer and the result was 0.24, interpreted as non-reactive. On (B)(6) 2026, a second sample was collected which had an initial result of 10.8 coi, interpreted as reactive. A hepatitis b dna test was performed on the sample and the result was negative. On (B)(6) 2026, a third sample was collected and the result was 10.1 coi, interpreted as reactive.